Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to diabetic ketoacidosis on (B)(6) 2024 and was treated with insulin through an intravenous drip. It was caused by the bent cannula. The patient was released from the hospital on (B)(6) 2024. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6004913 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and (wi) guidance for functional testing for complaints area version 2.0 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested visual test according to (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to (wi)-002688 version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6004913 was manufactured according to the (wi) version 110, on 13/jan/2024 in inset 6, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 05/aug/205 against malfunction code soft cannula found bent upon removal from infusion site and lot 6004913 and no other complaint has been registered in database for the same lot 6004913 and malfunction code. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. Corrective and preventive action (CAPA) determination results: this complaint falls under the scope of the corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) (B)(4) · 1. Include the defect in document (B)(4) (work instruction inset line) · 2. Improve guards of the conveyors · 3. Update trays for the stock of cannulas · 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. · 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays) a remaining action (to address design root cause) and deadlines is as followed: · add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4)- (B)(6) 2025).